Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (driveline infection, sepsis, and cardiac arrhythmia) cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable being severed approximately 2.0¿ from the pump header. Approximately 0.5¿ of the sealed outflow graft was returned and the apical cuff was also returned. The remainder of the pump cable, the modular cable, and outflow graft bend relief collar were not returned. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists sepsis, infection, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 22dec2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021. The patient experienced ventricular tachycardia/fibrillation and antitachycardia pacing (atp) was successful in returning to sinus rhythm (sr). However, there was immediate spontaneous reinitiation of monomorphic ventricular tachycardia (mmvt) and subsequent atp failed. The implantable cardioverter defibrillator (ICD) shocked 6 times at maximal voltage. 2 shocks were successful to sr but with spontaneous mmvt, the other 4 shocks were unsuccessful at maximum output. There was concern about defibrillation thresholds and potential lack of successful conversions to sr especially in light of chronic amiodarone use. On (B)(6) 2021, the patient again required pacing out of ventricular tachycardia. The patient developed septic shock secondary to enterobacter bacteremia. Rocephin was continued. The patient underwent a heart transplant on (B)(6) 2021 after being put on the high urgency (hu) list due to a driveline infection that developed into septic shock with gram negative bacteria and positive blood cultures for enterobacter.